Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03922. It was reported the patient's leads had migrated. The patient underwent surgical intervention where the lead were explanted and therapy was restored after the procedure.